Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number:2017865-2021-16756, related manufacturer reference number:2017865-2021-16757, it was reported that the pacemaker, atrial lead, and left ventricle lead were all explanted and replaced as infection was suspected. The results were negative for presence of infection in all cultures taken. Patient was stable.